Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number: e2015055. The 2 reported devices were received for evaluation; the events were confirmed during testing. Evaluation found the foot of each of the devices was broken off. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the foot of the device was broken which can cause damage to the dura. There was no patient involvement; no patient impact.